Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 for a high blood glucose levels. The blood glucose levels were not recorded. The customer stated that their pump was broken prior to the hospital visitation. The call was dropped before any more information was provided. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.